Manufacturer narrative:
Evaluation summary: the waterproof hat did not be dried completely. Then, the ae-p1 was corroded by water. After power up, there was no image. The scope was repaired by the third party and returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During daily inspection, the device keeper found that the scope and processor could not connect, no image, unable to use, and then contacted the pentax factory for repair. This event occurred at the time of during inspection. There was no report of patient harm.